Event description:
Hcp reported at refill, the estimated reservoir volume was 4cc and the actual reservoir volume was 2.5cc. When the hcp tried to inject 10cc into the reservoir, they were locked out after injecting 9cc. They could then not aspirate or inject into the pump. They report that they have not had any other problems with refills. The hcp states if they cannot get anything in or out of the pump in 2 weeks they will explant the pump. A f/u report will be sent when add'l info is rec'd.